Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial #(B)(4)) revealed that there were no significant anomalies with the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated no cause was determined for the high impedances on the second new ins after troubleshooting with wiping down, reinserting the extension, and multiple impedance tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that the manufacturing representative (rep) was in an ins replacement and before the surgery the impedances were fine. After inserting into the new ins, 1, 2, and 3 were showing >40k. They wiped and reinserted, but the issue remained. They tried to swap ports and the issue followed the extension as both ports were showing issues during the call. The extensions were inserted into the old ins that was getting replaced and the impedances were all ok as it was in pre-op. The hcp tried a second new ins, and when put in, all the contacts worked except contact 8 was showing over 40k. Since that contact was not being utilized for therapy, the hcp stopped troubleshooting from there. It was believed the first ins tried intra-op was not working due to impedances and was being sent back. No patient symptoms or further complications were reported as a result of this event.